Event description:
Afrer mvr with prosthetic valve ats size 27 and during testing the valve with the plastic bar, one leaflet dropped in the left ventricle. During trial to extract it from vl, the leaflet broke in 2 pieces. The valve was removed and replaced with another new one of the same type and size; ats 27. The damaged valve was returned to ats medical.